Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twelve events were reported for this quarter. Four devices were received for evaluation. One event was confirmed to be broken due to use error contributing to the event. Three device evaluations are in progress. Eight devices were not available to stryker for evaluation. Two of these devices were reported to have been reprocessed. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 12 malfunction events in which the device broke. One event had no patient involvement; no patient impact. Eleven events had patient involvement, three events occurred during cranial procedures; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Additional information: it was initially reported that three device evaluations were in progress. The investigations are now complete. Two events were confirmed to be broken due to use error contributing to the event. One event was confirmed to be broken due to corrosion found within an associated attachment. Correction: it was initially reported that eight devices were not available to stryker for evaluation, four of the eight devices were subsequently made available for evaluation. The four events were confirmed to be broken due to use error contributing to the event. The investigations are now complete. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 12 malfunction events in which the device broke. 1 event had no patient involvement; no patient impact. 11 events had patient involvement, 3 events occurred during cranial procedures; no patient impact.